Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined that the reported physical resistance appears to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU)states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It should also be noted that the IFU states: this device is intended for single-use only; do not reuse. Do not resterilize, as this can compromise the device performance and increase the risk of cross contamination due to inappropriate reprocessing. Do not manipulate, touch, or handle the stent graft with your fingers, as this may cause contamination or dislodgement of the stent graft from the delivery balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified stenosed lesion in the mid left anterior descending coronary artery. A non-abbott drug eluting stent was deployed which caused a perforation. A 3.5x16mm graftmaster covered stent was being advanced but could not cross the perforation. The stent was removed, flushed, cleaned and wiped. This occurred twice. A third attempt was made and the graftmaster crossed the lesion with slight difficulty and was deployed to seal the perforation. Another non-abbott stent was successfully deployed to complete the procedure. During the procedure the patient had mild bradycardia which was treated with medication. Before leaving the cath lab an echocardiogram was performed which showed a small pericardial effusion which remains stable until discharge. There was clinically significant delay in the procedure. No additionally information was provided.